Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization was 279 mg/dl. Customer stated that her infusion set cannula was bent and occluded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.